Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an apnea alarm was alerting at the central station, but not at the bedside; there was no audible alarming at the bedside. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.